Manufacturer narrative:
(B)(4) - patient outcome was not provided by reporter. Endoleaks are labeled in the IFU. The zenith device has completed qsp01 requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Per the zenith flex IFU, "key anatomic elements that may affect successful exclusion of the aneurysm include...circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing at the implantation sites. Inaccurate placement and/or incomplete sealing...within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." The complaint correspondence indicates that the patient's anatomy was outside the recommendations of the IFU, which could be attributed to the endoleak. We will continue to monitor for similar complaints.

Event description:
An (B)(6) female patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for aaa repair as the proximal neck was 15mm or shorter in length and the angulation was 97 degrees. Additionally, the left common iliac artery was inflected. A proximal type I endoleak was recognized by the radiographic visualization after the patient received a zenith main body. A main body extension was additionally used, but the leak was still there. Finally, no leak was observed after another manufacturer's stent was placed. The patient also received two zenith iliac legs. A kink was confirmed on the contralateral (left) side (1820334-2010-00274). Therefore, another manufacturer's 14mmx4cm was used as preventive care. Type ii endoleak from iliolumbar artery was noted, but the case was closed based on the judgement of the physician. The patient condition was not provided by reporter.